Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws of the prograsp forceps instrument did not approximate. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.